Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet touchscreen became progressively unresponsive in the upper left corner, eventually preventing access to menus. The user reported no cracks or visible damage to the screen. Firmware was confirmed current, and a forced restart with data sync did not resolve the issue. A replacement ilet was arranged. No blood glucose impact or symptoms were reported.